Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead had perforated. The lead was replaced with no consequences to the patient.